Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6357774. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that when a clinician pressed the safety activation button on a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, the spring shot up and out from under the button. There was no report of injury or medical intervention.